Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported having jaw pain, and teeth are loose/wiggly. Their treatment has gone on for 4 years instead of the 16-18 months that was planned and their teeth are still not correct.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.